Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two 500cc mentor smooth round moderate plus profile prostheses and suffered several unexplained systemic symptoms, including fatigue, aching, breast pain, one of her breasts being bigger than the other one, and heavy/saggy feeling. In addition, the patient experienced bilateral device migration. The patient stated that when she lies on her back, both implants move to the sides, pull, and cause her pain. The patient suspected if the implants were reused, since her symptoms did not improve after the revision surgery performed in 2015. However, based on available information, both implants were manufactured, sold, and implanted in 2015. Therefore, the devices were not reused as the patient suspected. The patient had a consultation with a healthcare professional regarding her symptoms. However, no diagnosis was made. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2015 based on available information. This report is for the left-sided device.